Event description:
Patient reported "broken" implant. Device has been explanted and replaced. This record is for the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant broke"